Event description:
It was reported that during testing at the user facility, insulation was found to be chipping off the device, posing the risk of a material being lost in a surgical site. There were no adverse consequences related to this event.

Event description:
It was reported that during testing at the user facility, insulation was found to be chipping off the device, posing the risk of a material being lost in a surgical site. There were no adverse consequences related to this event.

Manufacturer narrative:
Additional information: h4-manufacture date. Follow-up report submitted to document device evaluation results. H3 other text : product not available.